Event description:
It was reported that 32 days post a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004 the pt was brought to the cath lab where the non-tortuous and non-calcified lad was treated with a taxus express2 3.0x16mm drug eluting stent after predilating with a 2.5x9mm maverick balloon. The next month the pt returned with complaints to chest pain and the EKG changes with st elevation. An angiogram showed a total occlusion of the proximal portion of the lad stent. The physician was able to cross the lesion with a wire and dilated it with an unknown size balloon to restore flow in the distal lad. Reopro was also given. The pt was transferred to ICU in stable condition. No further complications were reported. Additional info has been requested.